Manufacturer narrative:
The device has not been returned to the MFR, at this time, for evaluation. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
During an investigation of an alleged clotted PICC line. The PICC line is obstructed with a blood clot.